Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button was sticky, down button was harder to press and it had to press more than once. Customer¿s blood glucose level was unknown. Customer stated that little crack at reservoir. The device will not be returned for analysis.